Manufacturer narrative:
A synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage with the stent kinked in the proximal region and stent struts lifted in the proximal to middle region and distal region pulled from crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A examination of the shaft polymer extrusion found multiple kinks. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-oct-2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.